Event description:
The lens would not insert correctly into the delivery device during setup. Another lens was used to complete the procedure.

Manufacturer narrative:
This form was completed by the MFR.